Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Three attempts were performed to obtain additional information, but no response was received from the customer. The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual: "chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system". [Inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion tube for abnormal swelling, bulges, dents or other irregularities. Inspection of the objective lens cleaning function] inspection of the water feeding function. 1 keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lusera colonovideoscope had a zoom malfunction and had a focus switching function issue. Upon inspection of the customer¿s returned device it was observed, the nozzle was clogged with foreign matter. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, due to damage on zoom /charged coupled device (ccd), zoom did not work smoothly, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to wear of angle wire, the play of the up/down (u/d) knob was out of the standard value, the adhesive on the bending section cover (a-rubber) had a crack, the adhesive on the a-rubber had a white-clouded area, due to clogging of the nozzle, water removal ability did not meet the standard value, the plastic distal end cover (c-cover) had a dent, the angle wires were stretched, the universal cord had a scratch and was wrinkled, and the protector of the universal cord on the standard connector side had a scratch. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.